Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a daignostics anomaly suggesting premature battery depletion. The patient had been exposed to electrocautery during an aortic valve replacement. An elective replacement indicator reset was performed and normal function ensued. The patient would be monitored.